Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the reported malfunction was observed during review of the clinical files. However, the reported problem could not be duplicated with the device. The multi-function cable connector was replaced on this device as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device restarted/rebooted three times on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.